Event description:
Hemodialysis pt was found expired with the arterial pt blood line attached to one of the limbs of the dialysis catheter, the venous pt blood line was attached to the saline bag, one limb of the catheter was open and unclamped, and the cycler was beeping. Coroner declined to do an autopsy. Cause of death unk.

Manufacturer narrative:
No problem found with returned cartridge or cycler. Cycler log file analysis shows treatment in the rinse back mode and the blood pump is off; 31cc of blood in the cartridge had been rinsed back at this point; treatment goals of 25l of dialysate exchange and 2l of ultrafiltrate removal had been completed. Facility staff attribute pt's death to a possible air embolism incurring from the open and unclamped catheter. User's guide includes appropriate warnings that a trained and qualified person must observe all treatments and that a pt should never dialyze alone. Nxstage medical considers this report closed. No add'l info will be provided.